Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment procedure was performed when the issue happened. The procedure was completed as planned because 3d acquisition was not required for the treatment. Philips field service engineer visited to the site and found that the intervention workstation is not booting properly, and it frequently shows errors and often fails to start. Upon troubleshooting, system experienced intermittent boot failures, slow performance, and occasional video loss. After reloading the software, it initially worked but soon displayed long startup times and recurring errors, suggesting a hardware fault. A damaged hardware component was identified as the problem, likely caused by extreme temperature and humidity in the technical room due to a malfunctioning air conditioning system. To resolve the problem, the interventional tool workstation was replaced with a new unit and software was reloaded from scratch. After replacing intervention workstation, the system was confirmed to meet specifications and returned to use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was not impacted, and it was carried out as scheduled since 3d acquisition was not necessary for this specific treatment. The procedure was successfully completed without any delays on the same system and is unlikely to result in or contribute to death or serious injury if it were to happen again. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.